Event description:
The customer tested his blood glucose using his contour meter and another meter. He alleged a 100% difference between meter readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any additional information. No product will be returned. The meter was replaced at the customer's insistence.